Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Follow-up # 1 date of submission 10/19/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/27/2016 with the following findings: during investigation, a review of the pump¿s black box showed one cs 012 call service alarm recorded after cs 054 and cs 052 warnings. During testing, the pump was unable to hold prime, resulting in loss of prime warnings. Further testing was not able performed due to the recurring alarm. The pump was opened and evidence of moisture was found on the printed circuit board and force sensor pins. The complaint of a cs 012 call service alarm issue was unable to be adequately investigated due to unrelated recurring loss of prime warnings. Unrelated to the complaint, the battery compartment was observed to be cracked and the audio bolus button cover was torn; however, the button was still operable.